Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having issues with two infusion sets in which the tubing detached from the site unexpectedly. Patient's blood glucose level was not affected. The patient did not notice any damage when the package was first opened. No further information available.